Event description:
Implant date: 1994. Pt exam indicate the screws were "beginning to rub through the skin". Explanted in 1994 at which time it was noted the device was "loose". Implanted new device in 1994.